Event description:
The inclose-rm mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5/s1. The patient experienced recurrent symptoms one week after the initial surgery/ implant placement. Mr imaging demonstrated the appearance of a recurrent disc herniation at the same location as previously treated. Exploratory surgery was performed a week later. The s1 nerve root was found to be markedly displaced by an underlying mass, determined to be a large herniated disc fragment. After the fragment was removed, the inclose mesh could be visualized, still intact and in good position. At the surgeon's discretion, the inclose mesh and anchor bands were removed from the intervertebral disc space without incident. The disc was explored and any loose disc material was removed. The patient was examined post-operatively and found to be at her baseline neurologically.

Manufacturer narrative:
The device was not returned for evaluation. It is unclear whether the patient's pain would have resolved with removal of the nuclear fragment alone. No conclusion can be draw with regard to whether the device contributed to the adverse event that necessitated revision surgery.